Event description:
It was reported that this pacemaker exhibited an increase in right ventricular (rv) lead impedances with this other manufacturers lead. It was noted that these impedances were not out of range measurements. Technical services discussed possible causes and discussed programming options. This pacemaker and other manufacturers rv lead remains in service. No adverse patient effects were reported.